Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not communicating with her insulin pump. The mss was unable to follow up with the patient for additional information. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 5pm, the patient reported the alleged issue first began. The patient reported using novolog insulin pump therapy and metformin (unknown dose) to manage her diabetes. The patient reported on (B)(6) 2012 at 5pm, on (B)(6) 2012 at 3 and 7:30pm, she took an unknown dose of novolog insulin as usual. The patient reported on (B)(6) 2012 between 8-8:30pm she developed symptoms of "feeling sick to her stomach, headache and feeling really tired." Patient reported on (B)(6) 2012 at 7:30am and at 2:30pm, she developed symptoms of being shaky, sweaty, confused and could not think straight. The patient denied receiving any treatment in response to the symptoms. During the time of troubleshooting, the cca confirmed that the customer was able to have an actionable result (reading unknown). The cca noted that the result does not flash and the "pump comm" feature is not turned on. The alleged issue was resolved with training. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the communication issue can lead to the patient's symptoms since the communication between the meter and the pump does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts the mss was not able to reach the patient for additional information. In conclusion, this complaint is being reported because, the patient allegedly developed symptoms suggestive of hypoglycemia after the communication issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.